Event description:
It was reported that shaft break occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, it was noted that the shaft broke as it was being pulled from the tubing. No patient complications were reported.

Manufacturer narrative:
A synergy xd mr us 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a break in hypotube 6cm distal to distal end of strain relief. Multiple kinks were identified on the hypotube at and near the break site. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, it was noted that the shaft broke as it was being pulled from the tubing. No patient complications were reported.